Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the printer was not working. The customer stated that this malfunction occurred while dispensing medication to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was not printing due to a defect in the thermal printer and that the operating system drivers were corrupted. The field service engineer replaced the defective thermal printer, reimaged and restaged the system, and performed data synchronization to resolve the issue. The system functioned as intended after the field service engineer repaired the device.